Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system, implanted with another manufacturer's right ventricular (rv) lead, exhibited undersensing and noise with oversensing. Device data revealed the patient had possible ventricular tachycardia (vt) and ventricular fibrillation (vf), as well. The cardiologist was consulted and considering a possible implantable cardioverter defibrillator (ICD) upgrade. This pacemaker system remains in service. No adverse patient effects were reported.